Manufacturer narrative:
Additional information was added to h4, h6, h11. H4: the lot was manufactured between february 21, 2024 and february 22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate large volume infusor underinfused during patient infusion. The infusion was delivered over 59 hours 5 minutes instead of the expected 44 hours. The device contained 5-fluorouracil 4g in 220ml of unspecified solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.